Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm during testing. There was no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during the visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump, but now the pump is working. Customer stated that a couple of days ago, the pump had gotten wet when his buddy sprayed him on a boat. Customer also received a button error alarm. Customer was sent a replacement pump but the pump is working now. Customer stated that there is a crack on the battery compartment opening and the pump was wet. Customer thinks that he might have tightened the cap too tight. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.